Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray image finds the cup has migrated from it's original position causing fracture of an acetabular bone screw. A dislocation event is also evident. It is difficult to conclude from a singular image which was the subsequent event. Cup migration causing dislocation or a dislocation event causing cup movement. A root cause cannot be determined using a singular image. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. Device history batch: null. Device history review: null.

Event description:
It was reported that surgeon revised a corail/pinnacle him he implanted in 2016. He removed all components and used stimulant beads before closing the bone. The patient was immobile so he did not replace them. The capsule was covered in bone and he performed an osteotomy to remove the stem. I was unable to make out any numbers on the implants due to wear. Doi: (B)(6) 2016 dor: (B)(6) 2021 unknown hip.